Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version, scheduled to be released (B)(6) 2015.

Event description:
It was reported that digital graticule is showing improper placement as well as scaling in mosaiq versus physical graticule. Based on the available information, there was no mistreatment.